Manufacturer narrative:
It was reported that a patient was on the stretcher with the fowler raised at a 90 degree angle while the caregiver was reaching through the gap between the litter and fowler assembly. The nurse allegedly tripped the trip bar on the fowler assembly and the fowler lowered onto the nurse with the patient weight. It was reported that there was no defect with the unit.

Event description:
It was reported that the customer reported that the back rest had fallen down and that the nurse sustained a fracture to her rib as a result and that this was confirmed following a CT scan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer reported that the back rest had fallen down and that the nurse sustained a fracture to her rib as a result and that this was confirmed following a CT scan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.